Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin as it should. The caller stated that the blood glucose meter was asking for the insulin pump's serial number. Advised the caller that the meter needs to be programmed in the device, but the customer stated that there was a dark circle on display and she had to give herself insulin. The caller mentioned having also a no delivery alarm. Advised the customer that the alarm would stop the flow of the insulin due to an occlusion somewhere, but the caller stated that she already changed the infusion set. No further information was provided.